Event description:
It was reported that the day after implant the pacing failure of the lead was observed. Although the examination did not replicate pacing failure, ECG kept indicating continuing pacing failure. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.